Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the numbers were ramping up and the scroll bar was moving up and down without input from the user. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked reservoir tube noted.